Event description:
The company rec'd info that suggested that the cuff leaked after about two weeks in pt use. The customer reported that the pt was re-intubated and that there was no harm to the pt. The customer stated that the sample will be returned for further eval.